Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
The nurse reported a system message displayed during surgery. The system message would not clear. The footswitch was switched out to complete surgery. There was a five minute delay. No patient injury was reported.